Manufacturer narrative:
The device was evaluated by ventec where the reported issue of unexpected reboot was confirmed. Ventec then replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that there was contamination within the ift. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device's power button was flashing and beeping, and that the condition could not be cleared with troubleshooting. The reported symptoms are indicative of an unexpected device reboot condition which can render the device inoperative. There was patient involvement associated with the reported event. Medical personnel placed the patient on a backup ventilator to continue care. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.